Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio determined that the cause of the reported issue was that hybrid layer capacitor (hlc) battery, designator bt3, had broken welds at the negative terminal to the strap which was mounting bt3 to the analog pcb assembly.  The electrically open strap disconnected bt3 from the pcb, thus lowering the hlc battery voltage which prevented the device from remaining powered on. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue.  Upon evaluation of the customer's device, physio observed that it would not remain powered on; therefore the device would not be able to charge and shock if it were necessary.